Event description:
The device was used during a thoracoscopy procedure. Difficulties were experienced closing the device. The surgeon used another instrument to complete the procedure. No pt injury reported.